Event description:
The customer contact reported the device delivered less fluid than intended. The pump was returned to the pharmacy dept with an unsigned note that stated, "the measuring accuracy is off." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, the device delivered less than expected. There were no reports of any adverse events while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
Upon receipt of the device, testing could not be performed for the reported event of "the measuring accuracy is off." The device produced an alarm condition a few seconds after being powered on. Repairing the device would affect testing results; therefore, further testing could not be performed. This report represents all the info known by the reporter upon query by hospira personnel.